Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; no power to the pump with a cracked battery compartment. The reporter confirmed the battery cap had been replaced four-to-six months prior. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: a review of the pump black box data showed unexplained pump reboots and consecutive ¿cs 054/cs 052/cs 012¿ slave communication error alarms on 30-aug-2017. During a visual inspection of the pump, it was observed that the battery compartment was cracked in two places and the returned battery cap was undamaged and able to fit securely to the pump. The returned battery cap was fastened and then unscrewed half a turn with no power reboots occurring. The pump was exercised for 24 hours and no power interruptions were duplicated therefore the initial ¿power¿ complaint was not duplicated during investigation but the damage allegation was confirmed. The pump cover was removed and there were intermittent conditions found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.